Event description:
It was reported that the device intermittently flashing red x. There was reportedly no patient involvement.

Manufacturer narrative:
The bench tech evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the rear case, which was replaced, and the device was returned to full functionality. The device was shipped to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device intermittently flashing red x. There was reportedly no patient involvement. The customer requested the device to be sent for the bench evaluation/repair.